Event description:
On 2001, a smooth saline filled mammary prosthesis was implanted into the pt for augmentation purposes. In 2001, the pt experienced a deflation of the device. 2 days later, the device was removed. After surgery, the pt died. The cause of the pt's death is unknown.